Event description:
This device was explanted and replaced due to eri. The physician replaced the rv lead at the same time due to noise. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri, 383 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, indicating the battery status eri to be as expected. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in all channels, leading to multiple charging cycles that partially resulted in shock delivery. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in all channels, leading to a large amount of charging cycles. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.